Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgery, it was observed that the small battery drive device was not working at all and its nose piece was in pieces. According to the report, the pieces had never came into contact with the patient. All pieces had fallen onto the floor and were retrieved. It was reported that there were no delays in the surgical procedure as an identical spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had components and a coupling head that came off and an electronic control unit that was corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and care, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.